Manufacturer narrative:
The insulin pump had an intermittent button response due to flattened (creased) button's dome switch. The pump had a minor scratched lcd window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip, and a stained end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had cracks on the insulin pump around the battery lid.